Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance. The patient presented for a lead revision procedure on (B)(6) 2019. The pre-procedural device interrogation showed episodes of oversensing noise that resulted in pacing inhibition and high capture thresholds. The lead was explanted and replaced on (B)(6) 2019. The patient was discharged in his baseline state of health.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. Visual inspection of the lead found full breached outer insulation degradation at 4.5 cm from connector pin and calcification on the distal region. The cause of noise with inhibition, high capture threshold and high lead impedance was due to outer insulation degradation and calcification in the distal region. Without return of the entire lead, a complete analysis could not be performed.